Manufacturer narrative:
Additional information: similar product to 190-000. Investigation report: testing was performed in triplicate at abbott diagnostics (B)(4), inc. On retained kit lot m179983 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot m179983 and test base part number 190-430 / lot m1799837. The lot met the required release specifications. A review of the complaints reported as false positive (confirmed and unconfirmed, conflicting results) related to kit lot m179983 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, as the patient data had been deleted from the log files prior to export. However, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Event description:
The customer reported a false positive result with the ID now covid-19 assay on a direct tested nasal swab sample on (B)(6) 2022. The patient went to the hospital emergency room to give birth and had two nasopharyngeal swab samples taken. The first sample was tested with another manufacturer's antigen test kit (manufacturer and brand unknown) which generated a negative result. The second nasopharyngeal swab sample was used for confirmation pcr testing on (B)(6)2022 which generated a negative result (platform unknown). No additional information regarding patient health status or outcome was provided.